Manufacturer narrative:
(B)(4).

Event description:
New information states that lead dislodgement was the primary reason for lead repositioning. The patient is alive and well.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during revision, the right ventricular lead was not able to extend or retract. The lead was explanted and replaced. No further information was provided.